Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and difficulty breathing. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), nausea ("other injuries/symptoms: nausea"), ovarian cyst ("cysts/ ovarian cysts") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal") and was found to have uterine leiomyoma ("fibroids/ other injury(ies) or complication (s) please describe: fibroids ( large leiomyoma)") and neoplasm ("tumor / teratoma / cancer type: tumor"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, ovarian cyst, uterine leiomyoma and vaginal infection outcome was unknown and the neoplasm had resolved. The reporter considered abdominal pain, menorrhagia, nausea, neoplasm, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma and vaginal infection to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, uti, cysts, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Pathology test - on (B)(6) 2012: received fresh in container a labeled "(B)(6)" and "uterine mass" is 1735 gram. 17.8 x 17 x 14 cm, firm, smooth, oval tissue fragment 18x8x 5 cm uterus with detached unoriented. Bilateral adnexa. There are two firm, pink to white-tan nodules consistent with sub serosal leiomyomas measuring 0.3 cm and 0.5 cm. The ectocervix measures 5 cm in diameter and displays mildly hemorrhagic pink-red mucosa. There is a 3 x 2 cm portion of posterior vaginal cuff. The probe-patent slit-like as measures 1.3 cm. The endocervical mucosa is mildly hemorrhagic, pink-red. The endometrial cavity measures 6 cm in length and 3 cm from cornu-comu. The endometrium is pink-red. The myometrium measures 3.5 cm in thickness. It is coarsely trabeculated consistent with adenomyosis. It is remarkable for multiple firm. White-tan. Intramural leiomyomas ranging from 0.3 cm to 1.5 cm. The smaller ovary measures 2.5 x 1.5 x 1.2 cm. The surface is smooth. Sections show a hemorrhagic, pink-red ovarian stroma. The attached fallopian tube measures 6.5 x 1 cm. There is a 1 cm paratubal cyst. Sections show a patent lumen with no focal lesions. The larger ovary measures 6 x 4.5 x 3 cm. The surface is smooth. Sections show a 5 x 4 x 2 cm, smooth-walled intact cyst containing clear fluid. Ultrasound scan - on (B)(6) 2012: fibroids: fibroid 1: size: 171 mm x 124 mm x 138 mm. Right ovary. Right ovary size: 52 mm x 25 mm x 32 mm. Volume: 21.8 ml. Cysts right ovary. Left ovary: left ovary size: 25 mm x 17 mm x 22 mm. Volume: 4.9 ml.. Concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.: fibroids, abdominal pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 19-sep-2019: new pfs + mr received: new events added: vaginal infection, tumor / teratoma / cancer type: tumor and event cyst was updated to ovarian cysts. Reporters information and lab data were added. Outcome of event tumor from unknown to recovered/resolved was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("bladder/urinary problems: uti"), nausea ("other injuries/symptoms: nausea") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy(full),salpingectomy(bilateral),oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, urinary tract infection, cyst and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, cyst, menorrhagia, nausea, pelvic pain, urinary tract infection and uterine leiomyoma to be related to essure (ess205). The reporter commented: received treatment for pain, bleeding, uti, cysts, fibroids. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Events : pain: pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), bladder/urinary problems: uti, other injuries/symptoms: nausea, cysts, fibroids were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.